Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during an implant procedure the implantable cardioverter defibrillator (ICD) had a pacing problem, no left ventricular lead stimulation after connection. Another device was implanted. No patient complications have been reported as a result of this event.